Event description:
The core impaction drill was sent for evaluation due to overheating prior to a procedure. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion in the device was identified as the probable cause of the overheating reported.